Manufacturer narrative:
The hill-rom technician determined fluid entered siderail contaminating left ucm cable. He replaced the left ucm cable to resolve the issue.

Event description:
Info received indicated the head up and down functions did not function on the left intermediate siderail.